Event description:
On october 25, 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasoft lancing device cap was loose. On october 27, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. For two days, the pt was unable to test her blood glucose lever because the cap of the reported lancing device was loose, and she had lost it. On october 14, 2006 at 11:30 pm, the patient was experiencing the symptoms of nervousness, fainting spells and 'a sweet taste in the mouth'. The patient took herself, her testing supplies and her insulin to the emergency room to request them perform a fingerstick so she could test her blood glucose level. The emergency room triage nurse allowed the patient to use a lancing device, and the patient obtained the blood glucose reading of 'hi mg/dl' on her one touch ultra meter. According to the owner's booklet for this meter, the meter will display 'hi mg/dl' when the result is greater than 600 mg/dl. The pt administered selfpcare by taking 25 units humalog insulin. After the insulin dose, the pt retested her blood glucose level to be 280 mg/dl, and then she returned home. The pt was not seen by any healthcare professional personnel in the emergency room her blood glucose level was not tested, and she received no treatment. Prior to the onset of symptoms, the pt had taken her normal meals, and at 9:00 pm she had taken 8 units of the humalog insulin. The patient takes levemir insulin twice per day, dose not given, and humalog insulin on a sliding scale with meals. During the two days, the pt was unable to test her blood glucose level, she estimated the amount of humalog insulin to take with meals. The patient is also taking the immunosuppressants prednisone and remicade (infliximab). The meter, tests strips, control solution and lancing device were replaced. The patient was unable to test her blood glucose level for two days due to the missing cap on the lancing device, she was unable to adjust her insulin doses according to meter readings, became hyperglycemic and received emergency medical assistance. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.